Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported events as the returned device performed within specification. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The pump was leak tested, visually and microscopically examined revealing the kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. The pump was functionally tested but the component performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) as the pump would stay flat. A revision was performed in which the pump was removed and replaced. It was indicated that the previous component looked intact and it worked outside the body; however, when it was inside the patient it would not work. There were no obvious kinks, bends or holes that could have lead to the pump not inflating. The reservoir was intact and filled with no back pressure. There were no patient complications following the procedure.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) as the pump would stay flat. A revision was performed in which the pump was removed and replaced. It was indicated that the previous component looked intact and it worked outside the body; however, when it was inside the patient it would not work. There were no obvious kinks, bends or holes that could have lead to the pump not inflating. The reservoir was intact and filled with no back pressure. There were no patient complications following the procedure.